Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a message instructing the customer to contact tandem technical support and after clearing the "alarm" the pump shut off. The customer could not remember what the message said. The pump was connected to a power source however was unable to be turned on. The customer's blood glucose level was 89 (mg/dl). Reportedly, the customer had an alternate pump for insulin therapy.